Manufacturer narrative:
The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient information not provided. No device will be returned per customer.

Event description:
It was reported that there was a free flow event because of a broken platen. Patient impact unknown. Although requested, further information not provided.